Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had pump error alarms and critical error on insulin pump. The customer's blood glucose was unknown. The customer was unable to run self test because the insulin pump was in a critical pump error state. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error after battery installation and unable to download, problem was isolated to the electronic assembly. Unable to perform functional test including self test, rewind, prime and seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 3, pump error 4 or pump error 28 due to critical pump error.